Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had several issues, including a protruding drive support cap, overdelivery of insulin during bolus, inability to hold a charge for the battery, and a malfunctioning piston. The blood glucose reading was 165 mg/dl. The battery did not last more than 1 week. The customer reported that she had had low blood glucose levels. The blood glucose reading was 46 mg/dl, and she treated with glucose tablets. Symptoms of low blood glucose included shakiness and fast heart beat. The customer also reported a high blood glucose episode a few days later, in which the blood glucose reading was 577 mg/dl. The customer complained of feeling nausea and thirst, and she treated with a manual injection. Nothing further reported.